Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit with no packaging material and a slip luer syringe. In addition, three photographs were submitted which displayed the q-syte unit. A device history record review could not be performed as the lot number is unknown. A visual/microscopic evaluation was performed on the q-syte where tears in the form of slits were observed on the ends of the septum slit on the septum top disk. A water leak test was performed in the actuated and unactuated position. No leakage was observed in the actuated or unactuated positions. Damage was not observed along the column wall on either side of the septum. The returned unit was disassembled to evaluate the bottom septum condition. There was no physical/mechanical damage observed to the septum bottom disk. Based on the evaluation and testing of the returned unit, the reported defect leak from top of septum was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: infusion leaked from the septum soon after starting infusion.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: infusion leaked from the septum soon after starting infusion.